Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. A retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging issues with air bubbles in the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.